Manufacturer narrative:
The specific sampler is not available. Radiometer intend to carry out an investigation of samplers from the affected lot. According to the customer, the nurse has been trained in how to activate the needle shield device.

Event description:
According to the complaint the nurse didn't succeed to activate the needle shield device after collecting a blood sample. The incident happened twice with samplers from the same lot.

Manufacturer narrative:
In the initial report the "date received by manufacturer" was not filled in. The correct date is: 2016-04-19.

Manufacturer narrative:
Devices from same lot evaluated.